Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.4, lab: 1.7. Time elapsed between each method of testing is ten minutes. Patient's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.